Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The customer reported that the patient was originally implanted with an lfit / accolade right hip on (B)(6) 2012 and this was revised on (B)(6) 2016. The customer further reported a large bursa with fluid, posterior to hip and also black material on stem trunnion. The histology report was consistent with alval.

Manufacturer narrative:
Corrected data: device was returned. An event regarding altr involving an accolade stem was reported. The event was not confirmed. However, the material analysis report was able to confirm corrosion. Method & results: -device evaluation and results: a material analysis was performed on the returned device which concluded: "adhered material was observed on the stem trunnion and head taper. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1537 alloy and the adhered material was consistent with biological material, a corrosion process, and the stem base alloy. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated insufficient information was provided. ¿no confirmation of event, need x-rays, MRI, histopathology reports, clinical past medical history, operative reports and follow-up notes.¿ -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the reported event of altr could not be determined because insufficient information was provided. However, the material analysis report was able to confirm corrosion. Further information such as x-rays, MRI, histopathology reports, clinical past medical history, operative reports and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The customer reported that the patient was originally implanted with an lfit / accolade right hip on (B)(6) 2012 and this was revised on (B)(6) 2016. The customer further reported a large bursa with fluid, posterior to hip and also black material on stem trunnion. The histology report was consistent with alval.